Manufacturer narrative:
(B)(4). H6: mechanical (g04) - impactor. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic femoral cr impactor pad broke. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was completed with a second device. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. Visual examination of the provided picture identified a black impactor pad labelled with part number 42-5004-004-00 with a fracture on the upper edge. The device exhibits signs of repeated use such scuff marks on the plastic impactor pad. Device photo was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in a zrm which indicates overload failure or low cycle fatigue culminating in the overload failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.